Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed under local anesthesia. Left atrial access was gained. A watchman fxd curve access system (was) was inserted into the left atrium and advanced into the laa with the pigtail guidewire. A contrast shot of the laa was performed. The first contrast shot was unsuccessful. A second contrast shot was then performed and gave an adequate depiction of the laa morphology. A 27mm watchman flx closure device (wds) was then prepped and inserted through the was. The watchman closure device was then deployed. The device was deemed to be too proximal and was recaptured. It was noted at this time, that the was appeared to be kinked. The was and wds were removed, and a new was was used. The pigtail guidewire was then reinserted to get more optimal sheath placement. A new 27mm wds was then inserted, deployed and appeared to be pinched. The patient's blood pressure immediately started to drop, and a code was called. It was determined that the was perforated the back wall of the left atrial appendage. Surgery using computerized tomography and extracorporeal membrane oxygenation was performed. As of (B)(6) 2023, the patient was still in the intensive care unit. On (B)(6) 2023, the patient died. The cause of death is currently unknown.